Event description:
Reporter indicated that pediatric vns patient (age unknown) was hospitalized for approx four days due to infection. The infection is being treated with IV antibiotic therapy. Infectious disease personnel reportedly believe that explant may be necessary. Review of manufacturing records for both the pulse genetor and the bipolar lead confirmed sterilization of devices, report is incomplete because no response has been received to manufacturer's requested for additional information from treating neurosurgeon or from treating neurologist.

Event description:
Additional information will not be obtained as treating neurosurgeon indicated that no information will be given to device manufacturer.